Event description:
The beckman coulter chemistry analyzer failed to function properly as a result of play between the shaft and rotor head. The vendor is responsible for all maintenance and repairs on the instrument. As a result of the malfunctioning parts (critical) results were reported on the patient in the ed. The patient was released and sent home to follow up with family physician. Same reporter as mw5044161 - mw5044163.